Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that post implant, the patient with this device reported pain and inappropriate shock therapy. A data review was completed at which time noise, oversensing and low amplitudes were exhibited. While the implant a few months prior, had been reported as unremarkable, the field representative did state the device pocket had been larger than expected and it was suspected the noise issues were being generated due to excessive movement within the pocket. A revision was later performed to secure the device in a more favorable pocket location. No additional adverse effects were reported. Subsequently, the patient received another inappropriate shock due to noise and oversensing. The patient reported a period of physical activity during the noise and inappropriate therapy. Upon interrogation, noise was still present on all vectors. The representative reported the patient is a very complex cardiac case and no viable options with complete noise elimination are available. The account and the patient agreed to keep the device active with no additional surgical intervention to be taken. The patient will continue on the beta blockers and has been instructed to abstain from overly complex physical activity. It has been reported that the system was explanted. The patient will not receive another system at this time and reportedly has an abdominal crtp and is achd.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that post implant, the patient with this device reported pain and inappropriate shock therapy. A data review was completed at which time noise, oversensing and low amplitudes were exhibited. While the implant a few months prior, had been reported as unremarkable, the field representative did state the device pocket had been larger than expected and it was suspected the noise issues were being generated due to excessive movement within the pocket. A revision was later performed to secure the device in a more favorable pocket location. No additional adverse effects were reported.